Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was thoroughly analyzed. Complete lead was returned severed in two segments. Trilumen insulation abraded through to rs ¿ coil approximately 11 cm from terminal pin and is smooth and spiral. Abrasion was most likely due to lead on lead contact.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise being oversensed with isometrics. Boston scientific technical services (ts) discussed troubleshooting measures. The patient has not received any therapy for oversensing. Further, the rv lead also exhibited decreased in impedance from 500 ohms to 230 ohms. Additional information obtained from the field representative that the cause was due to myopotential and insulation worn down. Noise was recreated with movement and there were no apparent pauses. Defibrillation threshold (dft) test was performed and sensitivity was adjusted. The rv lead was explanted and replaced. No adverse patient effects were reported.